Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: the device fired but would not release the jaws after it was fired. The surgeon used a ligasure to cut the device out. The device was still attached to the hand instrument. More tissue than expected was taken out due to the use of the ligasure to free the instrument from tissue.

Manufacturer narrative:
(B)(4).